Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's battery failed. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) due to character restrictions in block e1 event site address : (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Additional customer contact information-name: (B)(6) , email: (B)(6) , occupation: nurse the getinge field service engineer (fse) that encountered the issue let the customer charge the battery and leave it and test again. The fse to follow the results later. After leaving the battery charged, the fse tested and found that maintenance battery status passed. The machine can work normally. All functional and safety checks were performed to meet factory specifications.